Event description:
On (B)(6) patient was injured while using a sabina ii stand aide patient lift. According to the facility at the time of the lift, the caregivers were attempting to use the sabina to assist the patient in standing. The resident began to raise in the lift when she lifted her legs to prevent weight bearing. It is not clear if lifting the resident caused the injury because the patient indicated no pain immediately after the lift. A few hours later swelling was noticed an x-rays determined she had a broken femur. On (B)(6) liko's local distributor met with the facilities rehab director. The incident was discussed in detail and it is believed the patient was not capable or willing to bear her weight at the time of the lift. Based on liko's clinical experience it is possible the patient hit their leg on th locking handles or mast frame. Otherwise, no mechanism of injury exists during appropriate use of the equipment. The equipment was then inspected and found to be in good working condition. The ship support strap, which was slightly out of position, was repositioned and found to be functioning properly.